Event description:
It was reported via a post market study (pms) that during a right internal to common carotid artery stenting, the patient's blood pressure dropped when the precise stent was placed at the lesion. Atropine sulfate injection and dopamine hydrochloride were administered and the blood pressure returned to normal 2 days after the procedure. The patient had no neurological symptoms and has been discharged from the hospital. According to the physician, this most likely occurred due to carotid sinus reflex by stent placement. The patient was admitted with the diagnosis of asymptomatic carotid artery stenosis. There was moderate calcification and no vessel tortuosity. The rate of stenosis was 86.3%. A percusurge (details unk) was used for the procedure and stent (precise) was placed in the target lesion. Pre-dilatation (4mm/6atm) and post-dilatation (4.5mm/7atm) were performed with balloon catheter (brand unk). Prior to the procedure, the patient was on aspirin, clopidogrel and candesartan cilexetil. Intra-procedural the patient received heparin sodium.

Manufacturer narrative:
Review of the manufacturing documentation associated with lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response; i.e. Bradycardia, hypotension, heart block, etc. As reported by the physician this is most likely due to the carotid sinus reflex. There is no evidence to suggest that this event is related to design or manufacturing of the device. Patient and procedural factors likely contributed to this event.